Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a button error alarm. It was also reported that keypad was not responding. Insulin pump may have been exposed to moisture as customer wore pump in bra when exercising. Customer reported condensation under display screen. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm, no scrolling numbers anomaly noted and no moisture damage was found inside the insulin pump. The insulin pump and contour next link meter functioned and communicated properly also, properly recorded at status screen and no blood glucose was missing. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.